Event description:
Major pump unit(s) involved: external control system failure.additional text: pt with low speed alarms.specific component(s) involved: other component malfunction, specify.additional text:other component: unknown, pt having low speed alarms with no malfunction noted with further testing.causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): none.other intervention :implant device type: lvad.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.